Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the operating room for a right ventricular lead revision due to noise. It was noted that the patient experienced dizziness prior to the lead revision. During the procedure, an insulation abrasion was observed. The lead was capped and replaced successfully. The patient was doing well post procedure and would be monitored with routine follow up.